Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the power supply dongles needed to be replaced and the power cabling needed to be re-routed. To resolve the issue the technician replaced the power supply dongles and re-routed the power cabling, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the conditioner was showing no power with their hexavue custom room rack. No report of procedure involvement. No report of injury.